Event description:
According to the reporter: procedure: lap colon. During surgery, the tip of endo mini-retract (black plastic part) fell into the patient cavity. It was retrieved. The procedure was completed with another. No tissue damage. No bleeding. Extended operating time: unknown. Patient status: ok. No further patient info available.